Manufacturer narrative:
According to available information, this lead remains implanted and in service.

Event description:
Boston scientific crm received information that during the implant procedure, the patient with this implantable atrial lead developed chest pain. An echo was performed revealing a pericardial effusion without tamponade. It was thought the effusion was secondary to a lead microperforation. The lead remains implanted and in service. The patient experienced no further adverse symptoms and was treated with medication.